Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the patient was scheduled to undergo the aortic valve bio-prosthesis replacement, ascending aorta and partial aortic arch replacement, tricuspid valve formation and radiofrequency ablation under general anesthesia and extracorporeal circulation. During the operation, the customer observed bleeding at the top gap of the blood storage tank and stated that the device had quality issues. Patient blood loss was approximately 2/3ml as a result of this leak. The operation was successful and the patient was transferred to ICU for further treatment. The device was usedto complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received information that during use of a fusion cardiotomy venous reservoir (cvr), it was reported that the patient was scheduled to undergo the aortic valve bio-prosthesis replacement, ascending aorta and partial aortic arch replacement, tricuspid valve formation and radiofrequency ablation under general anesthesia and extracorporeal circulation. Medtronic received additional information that an unplanned blood transfusion was not required. There were no quality issues with the device. There was no damage observed to the device. The customer stated that no further treatments were performed on the patient. The patient was transferred to ICU after the surgery but this was not due to the leak from the device. Additional information was received showing that the leak was from the cvr instead of the oxygenator. Based on complaint history and risk analysis, the chance of a leak from the cvr resulting in a death or serious injury if this product event were to recur, in this device or a similar device, is remote. There is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.